Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a display screen calibration problem. It was recommended that the programmer be returned for service, but its current status is unknown. There was no patient involvement.